Event description:
The initial reporter questioned thyroid results for 2 patient samples tested on a cobas e801 module. It is not known which results were reported outside of the laboratory at the customer site. The date of event is an approximation. It is not known when the patient samples were run at the customer site. The samples were submitted for investigation and discrepant results were identified for elecsys tsh (tsh), elecsys ft3 iii (ft3 iii) and elecsys ft3 iii version 2 (v2) between the customer¿s e801 module, the abbott architect method, an e801 module used at the investigation site and an e411 analyzer used at the investigation site. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii v2 results and medwatch with patient identifier (B)(6) for information on the tsh results. The ft3 iii reagent lot number used with the e411 analyzer at the investigation site was 585947 with an expiration date of 28-feb-2023. The ft3 iii reagent lot number used with the e801 analyzer at the investigation site was 574388 with an expiration date of 30-sep-2022. The customer¿s e801 module serial number was not provided. The e411 analyzer used at the investigation site was (B)(4). The e801 serial number used at the investigation site was (B)(4).

Manufacturer narrative:
The samples were requested for investigation.

Manufacturer narrative:
The 2 patient samples were received for investigation. The customer's results were reproduced. No interfering factor was detected in either sample. The different results for tsh and ft3 between the roche and abbott methods relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.